Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-01447. It was reported the patient had an infection. Cultures were negative. Regardless, the patient underwent surgical intervention on (B)(6) 2016, where the scs system was explanted.